Event description:
It was reported that, during an implant procedure, impedances of >20,000 ohms were found. It was also stated, the pt was receiving stimulation in the wrong location. It was stated that the pt would be scheduled for a revision. Add'l info has been requested, a f/u report will be sent if add'l info becomes available. Reference mfg #3004209178-2010-08100 for info on previous device.

Manufacturer narrative:
(B)(4)